Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6), 2022, a reporter for the lay-user/patient contacted lifescan (lfs) united states, alleging that the patient¿s onetouch verio flex meter read inaccurately high compared to another meter. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged meter inaccuracy began about 2 weeks prior to contacting lfs. The patient manages their diabetes with a combination of oral medication (1000 mg metformin and 10 mg glipizide). The reporter denied the patient made any changes to their usual diabetes management regimen due to the alleged issue. After the alleged issue began, the patient reportedly obtained a blood glucose reading of ¿229 mg/dl¿ with the subject meter during a hypoglycemic event. At the time of the event, the patient experienced symptoms of ¿sweating profusely and nervous¿. An ambulance was reportedly called for assistance. When the ambulance arrived, they measured the patient¿s blood glucose with the ambulance's meter and a reading of ¿74 mg/dl¿ was obtained. The time difference between the 2 measurements was 30 minutes or less. No further treatment was provided. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter. The cca confirmed an approved sample site was used for testing and the correct testing process was being followed. The cca noted the test strips were being stored improperly, outside of their original container. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.